Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an abs-10061t arthrex angel prp kit had an issue. During a case on (B)(6) 2022 while the cassette was filling it was noted that blood was not pumping and instead spilling out a little bit around the roller. The chamber was emptied and cassette removed. They redrew blood and loaded a new cassette and everything went fine. This was discovered during use with no impact to the patient.